Event description:
It was reported that, "pt called to report that he had a primary total knee surgery in (B)(6) of 2007. The results were great at that time. About three yrs after the surgery, he began experiencing pain, swelling and problems walking. When he went to the surgeon, it was discovered on xray that the tibial part had loosened. Revision surgery was performed on (B)(6) 2010 and it was discovered that the poly insert had disintegrated, was completely chewed away. Dr had to completely revise the knee, the femur, tibia and insert, cutting away additional bone in order to accomplish this."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2010-00235.